Manufacturer narrative:
(B) (4) (pseudoarthrosis). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a lumbar fusion procedure. Approximately one year post op, the patient has developed pseudoarthrosis at the surgical site. It is not known if any surgical revision has been performed.